Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 2 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2018 from clinic for fluid volume overload (fvo) and concern for vad thrombosis. Lactate dehydrogenase (ldh) was 482 u/l. Patient was started on heparin infusion. Anticoagulants at the time of the event were asa, plavix and warfarin. Ldh was elevated to 562 u/l on (B)(6) 2018. On (B)(6) 2018, the patient developed worsening abdominal pain with black tarry stools. CT showed pneumatosis at the splenic flexure which was concerning for ischemia. Intraoperative, there was diffuse bleeding at the intercostals and mesentery. No specific bleeding site was identified. Lactic acid continued to rise. Most recent lactic acid was 6.9. Surgery team reported an area of small bowel appeared dusky at the start of the case but this resolved. There was no other ischemic tissue visualized. Given the patient's bleeding, kcentra was given in the operating room (or). The patient¿s most recent inr was 1.3. Intraoperative transesophageal echocardiography (tee) revealed moderate to severe aortic insufficiency, moderate decline in right ventricular function, and static left ventricle. Right ventricular (rv) function was improved at the end of the case. Patent foramen ovale (pfo) was also seen and there was right to left shunting when the right atrium was dilated. The patient was started on inotropes intraoperatively. At the end of the case, the abdomen was packed and an abthera was placed. The patient returned to or on (B)(6) 2018 for exploratory laparotomy. On (B)(6) 2018, ldh was 269 u/l, however power spikes continued to occur. The patient remained in intensive care unit (ICU), complications included abdominal wall hematomas, ileus, hypotension (remained on pressors). The patient returned to or early (B)(6) 2018 due to concern for pneumoperitoneum; significant pressor requirements and volume resuscitation. Tee noted poor ventricular function with tricuspid regurgitation (tr). Significant concern for right heart failure (rhf) which improved with no. At approximately 0730 on (B)(6) 2018, critical care team called to bedside for persistent hypotension refractory to maximum dose pressor agents including: epinephrine, norepinephrine, vasopressin. A code blue was called. Real time tte was used during the entire event showing worsening to akinetic rv function. Suction events occurred due to loss of forward flow. The heart (despite several rounds of epinephrine and bicarbonate) showed global akinesis. Support was withdrawn and patient expired on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The report of suspected thrombus and a specific cause for the reported elevated lactate dehydrogenase (ldh) could not be determined. A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Thrombus, hemolysis and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.